Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system has a history of sensing issues which resulted in inappropriate shocks. A review of the data identified some of the inappropriate shocks resulted from oversensing of morphology changes and the most recent one was due to electromagnetic interference (emi) caused by a cell phone and a beeper device in this patient's pocket. A boston scientific technical services consultant discussed potential vector changes for this patient. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient experienced a syncopal event due to the previously reported observations. The patient was driving at the time of the event and drove off the road. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system has a history of sensing issues which resulted in inappropriate shocks. A review of the data identified some of the inappropriate shocks resulted from oversensing of morphology changes and the most recent one was due to electromagnetic interference (emi) caused by a cell phone and a beeper device in this patient's pocket. A boston scientific technical services consultant discussed potential vector changes for this patient. No adverse patient effects were reported. It was reported that the patient experienced a syncopal event due to the previously reported observations. The patient was driving at the time of the event and drove off the road. No additional adverse patient effects were reported.